Manufacturer narrative:
Product complaint # (B)(4). Batch # r5a171. Device evaluation summary: the analysis results found that the cdh29a device -arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however the washer was noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The damage on the washer is consistent with the device being fired over an already existing staple line, hard object or thicker tissue than indicated. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open low anterior resection, the anvil was detached from the device when tightening the adjusting knob after the anvil attached to the trocar. The device was used on the rectum. The same event occurred twice in a row. The end to end anastomosis was performed without suture instrument after the purse-string was performed between the oral side and the anus side. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.